Event description:
It was reported that the user experienced multiple occlusion alerts while using an ilet system with a contact detach infusion set, and the issue was only resolved after the user replaced the infusion set and related supplies. Customer care provided support that included remote troubleshooting and education on infusion set use. Investigation of this case revealed that the occlusion alerts were associated with the infusion set pathway and were resolved by replacing the infusion set, adapter, and cartridge, indicating a supply-related or user handling issue rather than a persistent device malfunction. No adverse clinical symptoms associated with interrupted insulin delivery. Outcomes included temporary interruption of therapy without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was likely infusion set occlusion due to use conditions and that proper replacement and education mitigate recurrence.